Event description:
It was reported that during a prostate procedure, half of the prostate was able to be treated utilizing the surgical fiber with 73,688 joules used and 16 minutes expended when it was noted that the fiber control knob "seemed to be stuck and would not turn". The physician chose to use an alternative procedure (turp) to complete treatment of the prostate. No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-715h-1182: the glass cap exhibits moderate devitrification; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the bevel edge appears in good condition; the control knob cannot rotate independently of fiber, and can rotate in alignment with bevel edge and red stop sign. Probable root cause: based on the device analysis, the product complaint "unable to turn control knob" could not be confirmed; there is no failure found with the returned product.